Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the insulin pump had not been exposed to water or moisture. The customer's blood glucose was 7.0 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.